Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on (B)(6) 2017, omsc confirmed that the ptfe pad was severely worn. There were contact marks on the probe and the non-insulated part of the grasping section due to contacting with each other. The manufacturing record was reviewed and found no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Since the ptfe pad was severely worn, the probe contacted with the non-insulated part. The probe damage error occurred when the user output in seal & cut mode with the probe contacted to the non-insulated part, and then the contact marks occurred on the non-insulated area of the grasping section and the probe. The instruction manual of the device has already warned as follows; warnings:do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a hepatic resection, the subject device was used. U504 error occurred after a hour of use. The subject device and the transducer were exchanged, and the procedure was completed. There was no patient injury reported. On (B)(6) 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad was severely worn. The coating on the outer surface of the jaw was worn and partially came off. This is the report regarding the ptfe pad damage of the subject device. Another report regarding the coating damage is going to be submitted separately.